Manufacturer narrative:
Other applicable components are: product ID: 37092, serial#: unknown, product type: accessory. Product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had poor communication with and without their antenna on their programmer. Patient was unable to get their programmer to read the implant and was unable to increase stimulation. Changing the batteries did not resolve the issue. Patient saw the poor communication screen. No symptoms or further complications were reported. Patient called and stated that they received their new programmer but they were still not connecting to their implant with their old antenna. Patient connected without antenna and they reported "poor communication" screen. Patient was send new antenna but recommended that patient contact their doctor to have their ins checked if they were still not able to connect to ins with the new antenna. Patient called back stating, they received the new patient programmer and new antenna. Patient was not able to connect with and without antenna. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.